Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. The sheath was reasonably prepared and the dilator was also properly inserted. However, the sheath drew air. For this reason, it was removed from the patient and exchanged for a new one. There was no patient consequence reported. The investigator requests feedback on the product complaint as to what exactly was defective. The event was assessed as air flowed back into the side port issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). The event date is unknown. As a result, the 1st day of the month has been entered as the event date under b3. Date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 25-aug-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. The sheath was reasonably prepared and the dilator was also properly inserted. However, the sheath drew air. For this reason, it was removed from the patient and exchanged for a new one. There was no patient consequence reported. The investigator requests feedback on the product complaint as to what exactly was defective. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The instructions for use contain the following warning stated in the instructions for use: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).